Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event. There is no documentation to show a causal relationship between any of the adverse events (v-fib arrest, pulmonary edema, fluid volume overload, acute hypoxic respiratory failure and anoxic brain injury) and the liberty select cycler. The patient¿s arterial occlusion and ventricular fibrillation are listed as the cause of the cardiac arrest. The patient has multiple cardiac comorbidities and required placement of a cardiac pacemaker. In is unknown when the patient¿s last pd treatment occurred or at what point during hospitalization fluid overload and pulmonary edema were discovered on x-ray. There are no reports of any malfunction or deficiency against the liberty select cycler. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient¿s pd treatment and the event of fluid overload and pulmonary edema remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced ongoing ventricular fibrillation and passed out. The patient was found down in their front yard by the caregiver and cardiopulmonary resuscitation (CPR) was initiated. Emergency medical services (ems) arrived and worked on the patient for 20 minutes prior to achieving return of spontaneous circulation (rosc). The patient received one round of epinephrine (epi). The patient was intubated and transported via ems to the hospital. The patient was admitted to the intensive care unit (ICU) after v-fib arrest and developed atrial fibrillation (a-fib) during ICU stay. Upon arrival to the hospital the patient was immediately taken to the cardiac catheter lab and was found to have 80-90% occlusion of the circumflex artery and was stented with a drug eluting stent. A left ventriculogram showed ejection fraction of 20%.the v-fib was from cardiomyopathy and not ischemia. The patient received a cardiac pacemaker (unknown date) during hospitalization. It was also noted on admission that the patient was posturing. A computed tomography (CT) scan of the brain suggested anoxic brain injury. He was code chill, electroencephalography (eeg) was performed and was negative for seizure activity and repeat scan showed delta slowing from medication effects. After rewarming, the patient began to follow commands, was speaking, alert and oriented to person, place and time. Cognition improved throughout the stay and the patient only suffered minor short-term memory loss. The patient also had issues with a mild intention tremor which improved with dialysis. Per the medical records, the patient had acute hypoxemic respiratory failure secondary to cardiac arrest. Chest x-rays (unknown date) showed pulmonary edema and fluid overload there was a question of aspiration pneumonia and the patient had leukocytosis (lab values unknown). The patient was treated with 10 days of vancomycin and zosyn (route, dose, strength and frequency unknown). Blood cultures were positive for propionibacterium which was likely a contaminant. A tunneled dialysis catheter (not a fresenius product) was placed (unknown date, location) and the patient was transitioned to hemodialysis (hd) and continues to take phosphate binders for hyperphosphatemia. The patient was discharged to a rehabilitation facility in stable but weak condition. Should additional information become available, the file will be reassessed and updated accordingly.